Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced unexplained high blood glucose. The caller did not know the blood glucose reading. Troubleshooting was performed, and the insulin pump passed the troubleshoot procedure. The customer reported having high blood glucose, stating that the customer had changed the infusion set and reservoir, but the problem persisted with different infusion set and reservoirs. The caller stated that the customer did not trust the insulin pump. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4)